Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device phm613 batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. The needle broke when it was used during an unknown surgery. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.